Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ns2a main drawer 5 failed. A field service engineer replaced the latch insep and broken screw to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system ns2a main drawer 5 failed. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.